Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator experienced a ventilator service required error code that relates to a failure of the oxygen blending module. It is also noted that the trilogy o2 and 202 printed circuit assembly (pca) repair part is considered to be faulty. There was no harm or injury reported. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center states that calibration did not fix the issue and confirmed that the oxygen blending module (obm) printed circuit assembly (pca) board needs to be replaced to resolve the issue. Additionally, the service technician notes that the front enclosure is chipped, the rubber feet are missing, and the obm gasket is contaminated with dust. The pollen filter needs to be replaced for preventative maintenance. No further investigation is required.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator experienced a ventilator service required error code that relates to a failure of the oxygen blending module. It is also noted that the trilogy o2 and 202 printed circuit assembly (pca) repair part is considered to be faulty. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.